Event description:
Kimberly-clark received a report stating, "damage to bronchoscope when it passes through the seal cassette during a tracheotomy. No patient injury. The patient had undergone an additional bronchoscope procedure after the tracheotomy, and the airway was clear of any foreign objects. Additionally, the patient was stable and had been for over 12 hours after the initial procedure." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
Review of device history record is pending. Sample evaluation is not complete at this time. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.